Event description:
Ous MDR - after an implantation time of about 11 months, this device was undersensing causing ves to go undetected.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the existing production documents and the returned data. The analysis of the returned long-term ECG showed that an intrinsic ventricular extrasystole was not sensed due to cross-channel blanking after atrial pacing. In the following, a ventricular pace was delivered after expiration of the av delay, which was delivered a short time after the vulnerable phase. Based on the device data returned for analysis, no indications of a device defect could be identified. The manufacturing process of this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps were carried out correctly. In summary, no indications of a pacemaker dysfunction could be found based on the analysis of the returned device data and the production documents.